Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient received a pair new transmitter error. The patient stated that she had never previously paired the two devices. It was indicated that the patient had her old transmitter saved in the receiver settings and after entering the new one, the sensor session started. No additional event or patient information is available. Data was not provided for evaluation. Confirmation of the reported issue and a root cause could not be determined.